Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018 a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of over 600 mg/dl with symptoms of excess urination. The patient contacted their healthcare provider and self treated with insulin via pump. The reporter stated that there were loss of prime warnings with the pump. This was attributed to an issue with the cartridge cap not being secured correctly to the pump. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump as a result of use error of the device.